Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock due to supraventricular tachycardia (svt). During remote monitoring, the ICD received an alert that indicated a burst of anti-tachycardia pacing (atp) and another shock was delivered. The presenting electrogram (egm) showed either svt or an atrial sense (as) beat overlapping with the ventricular sense (vs) blanking causing device to interpret as meeting the v > a condition, which resulted in atp therapy, which did not stop and progressed to shock delivery. Furthermore, as the rate increased, there might have been altered conduction as the waveform recognition matching rate has also dropped to around 70%. The hcp reported the device was reprogrammed successfully. At this time, no additional adverse patient effects were reported. This ICD remains in service.